Event description:
PICC line present in emergency room. Power injector used - PICC line "fractured". Pt had PICC removed and replaced. Arrived from rehab where PICC was used due to bacteremia. Body habitus problematic and are placement of PICC."

Manufacturer narrative:
The device involved in the incident was not returned for evaluation. We are unable to verify that it was a medcomp product that was involved. The report indicate that the device was given to a medcomp sales rep. This rep was contacted and stated he never received any device from this facility. According to our sales records medcomp does not sell power injectable piccs to this facility. No code or lot number has been provided.